Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported the prongs lock was missing and battery cap contacts fell off. The customer also received an inserted new battery alarm and reported a blank display. No harm requiring medical intervention was reported. Troubleshooting was performed and advised to inspect the battery cap, found corrosion, and the battery cap metal contact missing, or fewer than 3 raised dots could be seen. The customer will continue using the insulin pump on receipt of the replacement battery cap and will not be returned for analysis.